Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and chronic right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The chronic lead also exhibited high threshold measurements. The chronic lead was surgically abandoned. A new lead was placed however high out of range pacing impedance measurements were observed with the new lead along with loss of capture. There was concern of a setscrew anomaly. The attempted lead and chronic device were not used. A new device and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.